Event description:
Caller reported an issue with the speaker and vibration functions of the pump, as the vibration was not working despite the settings being correctly adjusted. There was no reported impact on the customer's blood glucose level. Technical support replaced the pump and instructed the caller on the necessary steps to return the problematic pump, ship the replacement, and use the new pump, including updating the software.